Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while stapling, the stapler was unable to fire and the surgeon was unable to squeeze the handle, although he was able to press the green button. The load caught and did not work. They opened another load to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.